Manufacturer narrative:
No device analysis results are available since the device remains implanted. The device history record was reviewed and ruled out any potential manufacturing related nonconformances. The cause of the adverse event was due to user technique during the procedure.

Event description:
The sensor was successfully implanted in the target vessel. The following morning the patient was hospitalized for ICD device shocks. The shocks were due to oversensing. During the cmems procedure, the ICD lead was unknowingly dislodged and had pulled back to the valve. It was sensing both a and v signal and that was the cause of the shocks. The patient had a successful lead revision and was discharged.